Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote balloon catheter and a guide wire. The balloon was loosely folded. There was blood in the wire lumen. The tip, hub, balloon, markerbands, hypotube, inner shaft and outer shaft were microscopically inspected. Inspection revealed balloon damage (bunching) 9cm from the tip of the device, with extensive inner and outer shaft damage (buckling) for 14.5 cm starting inside of the hub. Additional inspection found a separation in the outer shaft located 5mm and 7cm from the proximal end of the hub. The inner diameter (ID) of the wire lumen was measured at both ends which is within specification. Microscopic inspection found the remainder of the device free of damage. Functional testing with the returned wire was attempted by inserting the returned guide wire into the distal end of the device, however; the wire only inserted/advanced inside the hub for 4 mm. Due to the condition of the returned complaint device, further testing could not be done. The coyote catheter is compatible with .014 guidewire. The reported information indicates the coyote was used with a .014¿ guidewire; therefore, there is no indication of a compatibility issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09879. It was reported that catheter entrapment occurred. The target lesion was located in the anterior tibial artery. After placement of a 300cm journey¿ guide wire, a 2.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced; however, resistance was encountered and the guide wire lodged inside the balloon catheter. The guide wire and the balloon catheter were removed together, and the procedure was completed with another of the same balloon catheter and guide wire. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09879. It was reported that catheter entrapment occurred. The target lesion was located in the anterior tibial artery. After placement of a 300 cm journey¿ guide wire, a 2.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced; however, resistance was encountered and the guide wire lodged inside the balloon catheter. The guide wire and the balloon catheter were removed together, and the procedure was completed with another of the same balloon catheter and guide wire. No patient complications were reported.